Event description:
An event involving a spinning spiros® closed male luer, red cap experienced breakage and leakage. It was reported that the breakage caused bleeding for the patient and a chemo spill. Subsequent items from the same lot were noted to have the same vulnerability. Other lot numbers at kop (king of prussia) campus were able to be used without issue. At that time is seems to be limited to one lot. They are performing a sweep and removal for existing stock of that lot and will plan to return/exchange. There was a patient involvement and unknown harm or adverse event.

Manufacturer narrative:
The event date is unknown. 1 jan 2024 has been used as a place holder. The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The complaint on the ch2000s-c could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13979429 was reviewed and no non-conformities were found that would have led to the reported complaint. D9 - device available for evaluation: no.